Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue resolved when the pump began charging using a tandem wall adapter and charging cable, and no further assistance was required.